Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels were 519 mg/dl and 400 mg/dl. The customer stated that the insulin pump had a no delivery alarm. The customer stated that the top of the reservoir had air bubbles but the air bubbles were successfully removed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.